Event description:
Reportedly, the shaft housing broke before the instrument was introduced to the pt. It was opened & place on the field, the surgeon then started to manipulate it & it broke. The piece broke off entirely & nothing fell into the cavity. Sex: unknown. Procedure: unknown.